Manufacturer narrative:
Device is a combination product. Implant date: (B)(6) 2015. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06462 and 2134265-2017-07008. (B)(6) study. It was reported that angina, dyspnea, in-stent restenosis, enzyme elevation and myocardial infarction occurred. In (B)(6) 2016, the subject presented emergently with progressive angina and dyspnea. On the same day subject was hospitalized for further observation. Three days later, the patient was diagnosed with non st elevation myocardial infarction. Coronary angiography revealed 75%-90% ostial in-stent restenosis of two previously placed promus premier stents. Recanalization was performed with the help of percutaneous transluminal coronary angioplasty following which a 4.0 x 16 mm promus premier stent was placed in the ostial region of rca. The following day, troponin level was noted to be elevated, consistent with the protocol definition of mi. Four days later, the event was considered to be recovered and the subject was discharged on the same day with aspirin and clopidogrel.